Event description:
Customer reported that when the printer is turned on the screen blanks out. No reported pt involvement. Service rep was able to duplicate reported condition. Device was repaired and proper operation confirmed.